Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total knee replacement on an unknown date and a surgical sealant was used. Seven days post operative the patient developed redness at the site. At day ten the surgical sealant was removed. By day fourteen the redness spread across the entire knee and looked like a burn. Additional information has been requested.